Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 180 units, which increased to 240 units, and decreased to 220 units after loading a cartridge. The customer declined to provide additional information and declined troubleshooting with tandem technical support. There was no reported impact to the customer's blood glucose level.